Event description:
It was reported catheter inserted on (B)(6) 2023, on (B)(6) 2023, the catheter comes for curing by the outpatient clinic, curing is performed and when irrigating the white lumen, it presents filtration through the insertion point. Impact on the patient: failure to complete treatment, requires placement of another PICC to continue treatment, chemotherapy is suspended until a new PICC is placed. Additional information received 18 december 2023: the treatment was not completed and another PICC was required to be placed to continue it. Current patient status is stable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. The product returned for evaluation was a 4fr dual lumen powerpicc sv. Use residue was observed throughout the catheter. An attempt to flush the white lumen with water using a 12ml syringe revealed a partial occlusion. A leak was observed through the white lumen at the 1cm depth marking. Microscopic inspection of the leak site revealed two small holes that appeared to puncture the catheter shaft. The small holes in the catheter shaft suggests the damage likely occurred due to catheter manipulation. The location of the damage suggested that maintenance techniques or tool damage may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11

Event description:
It was reported catheter inserted on (B)(6) 2023. On (B)(6) 2023, the catheter comes for curing by the outpatient clinic, curing is performed and when irrigating the white lumen, it presents filtration through the insertion point. Impact on the patient: failure to complete treatment, requires placement of another PICC to continue treatment, chemotherapy is suspended until a new PICC is placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported catheter inserted on (B)(6) 2023, the catheter comes for curing by the outpatient clinic, curing is performed and when irrigating the white lumen, it presents filtration through the insertion point. Impact on the patient: failure to complete treatment, requires placement of another PICC to continue treatment, chemotherapy is suspended until a new PICC is placed. Additional information received 18 december 2023: the treatment was not completed and another PICC was required to be placed to continue it. Current patient status is stable.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking catheter is inconclusive because no details could be observed along the catheters in the returned photo. One photograph of two 4 fr d/l powerpicc sv catheters was returned for evaluation. One photograph of the batch information was returned for evaluation. An initial visual observation of the photograph including the two catheters showed use residues along each catheter. The two catheters were observed to be inside plastic bags. No split could be observed in the returned photograph due to the lack of clarity of the photo, the color of the catheters, and the proximity of the photo to the alleged splits. Because a split could not be seen in the returned photograph in either catheter, the complaint of a leaking catheter is inconclusive. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported catheter inserted on (B)(6) 2023, on (B)(6) 2023, the catheter comes for curing by the outpatient clinic, curing is performed and when irrigating the white lumen, it presents filtration through the insertion point. Impact on the patient: failure to complete treatment, requires placement of another PICC to continue treatment, chemotherapy is suspended until a new PICC is placed. Additional information received 18 december 2023: the treatment was not completed and another PICC was required to be placed to continue it. Current patient status is stable.